Event description:
The user suffered from a persistent infection over the left implant. Later incision and drainage was performed on (B)(6) 2021 and the user was treated with augmentin to treat the fluid collection in the left postauricular area. Preliminary lab results of cultured fluid revealed (B)(6), and the clinic started treatment with bactroban topical ointment on (B)(6) 2021. Explantation took place on (B)(6) 2021. The device housing was found in place and electrode array fully inserted. The plan was to leave the electrode array in the cochlea and let the infection fully resolve before reimplanting a new device.